Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/9/2022. H6 component code: g07002 no device problem found. H3 investigational summary: visual analysis of the returned product revealed that an empty opened foil, a paper lid and an empty winding former of product code w9969 were received for evaluation. As per visual inspection, the needle or suture wasn't received to determine the assignable cause. No conclusion could be reached as to what caused the reported complaint. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/1/2021. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did all product codes presented both issues (suture breakage & needle suture pull off)? Please clarify how many sutures from each code presented which issue (suture breakage or needle suture pull or both). How was procedure successfully completed? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Events reported via: 2210968-2021-08464, 2210968-2021-08465, 2210968-2021-08466, and 2210968-2021-08468.

Event description:
It was reported that a patient underwent a scalp tumour reconstruction procedure on (B)(6) 2021 and suture was used. During the procedure, the suture broke from the middle and got detached from the needle. There were no patient consequences reported. Additional information was requested.